Event description:
Customer reported that pump display was frozen, and although their blood glucose level at the time was 396 mg/dl, there was no adverse impact on the glucose level. Technical support provided pump reset instructions, but the reset did not resolve the issue, so the pump was replaced. Customer was instructed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Pump was under warranty, and technical support confirmed the shipping address for the replacement, instructed the customer on storage mode, and provided a pre-paid label for returning the malfunctioning pump within ten days.